Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal ¿2000¿ with a dose of ¿730¿ (units were not reported) via an implanted pump for intractable spasticity. It was unknown when the event/difficulty occurred, but the rep would follow-up for more information. The event occurred during normal use. The catheter was replaced on (B)(6) 2018 and the customer discarded. It was reported the patient had symptoms return and an increased creatine kinase (ck). It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting included treating a urinary tract infection and a catheter dye study at the time of increased ck. It was noted there was normal flow. The uti was treated and the symptoms got better. The ck was back to normal; however, then the ck increased. Another catheter study was performed with normal flow. The doctor wanted the catheter replaced. It was further reported the patient had an intermittent return of symptoms and had a uti at the same time. The uti was treated and the symptoms got better; however the symptoms returned so the doctor asked for a catheter change. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Event description:
Additional information was received from a healthcare provider (hcp) via saol therapeutics indicated the patient¿s height was 5 feet 8 inches and the weight was unable to be obtained due to the patient being wheelchair bound. The patient¿s allergies included adhesive tape, codeine phosphate, surgical scrub prep, vancomycin, and codeine and related. The patient¿s medical history included a severe traumatic brain injury resulting in spastic tetraparesis and over sedation with higher doses of baclofen without efficacy. The patient¿s indication for use was spasticity and the initial start date of lioresal was (B)(6) 2010. It was noted on (B)(6) 2018 a urine culture was positive for enterococcus faecalis and pseudomonas aeruginosa. The patient was initially treated with zosyn and narrowed to oral cipro and amoxicillin with the plan to treat for a seven-day course through (B)(6) 2018. The onset date of the elevated creatine kinase (ck) level was (B)(6) 2018 and it resolved on (B)(6) 2018. It was reported on (B)(6) 2018. The patient was admitted to the hospital following a seizure; suspect related to intrathecal baclofen withdrawal and also found to have an acute uti. On (B)(6) 2018, the patient had a very elevated ck and the pump dose was increased by 3%. The patient was started on 20 mg oral baclofen three times a day and trending ck labs every six hours. Test results showed on (B)(6) 2018 ck was 5,760, on (B)(6) 2018 ck was 229, on (B)(6) 2018 ck was 110, and on (B)(6) 2018 ck was 149. The patient¿s hospital admission/discharge dates were: (B)(6) 2018 to (B)(6) 2018 and (B)(6) 2018 to (B)(6) 2018. The admitting diagnosis was seizure, spasticity, and baclofen withdrawal as well as itb pump revision. On (B)(6) 2018, the baclofen pump and catheter revision surgery occurred. On the same day, they consulted for pump management following surgery. The pump was interrogated and functioning normally, and no changes were made to the pump dose. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.